Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a pelvic floor repair procedure on (B)(6), 2009. Following the implantation procedure, the patient had "problems" including bunched-up mesh, and the patient underwent a mesh removal procedure in 2010 (exact date unknown), where the mesh was partially removed. The exact quantity of the mesh that was removed is unknown. Since the mesh removal procedure, the patient has been experiencing continued pelvic and vaginal pain, bleeding, erosion, and dyspareunia (date/s of onset unknown). The patient reportedly has been scheduled for another procedure in 2011 (exact date unknown) to repair the erosion. All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
(B)(4).